Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1160 serial number: (B)(6) batch/lot number: 354468 model/catalog description: spectra wavewriter ipg kit unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was not getting enough stimulation on the right side of the body. X-ray was taken and showed the spinal cord stimulation lead was too far left. Patients old lead was supposed to be moved but elected to be replaced along with the ipg as physician used a drill during the procedure and was fearful that it might damage the device. The explanted products will not be returned per hospital policy.